Event description:
The hosp lab reported that they have to write a new policy for cleaning blood glucose meters because the hosp had two pt's die due to hepatitis b. Both pt's were sharing use of the suspect device and lancet device. Facility feels the incident was due to both pt's being diabetic and in the hosp at the same time and that hepatitis b had to come from the hosp not cleaning meters between each use.